Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2017 with the following findings: during investigation, the pump's cover was removed and there was no intermittent condition found to the printed circuit board. A unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors. The pump powered up with auditory and vibration to a blank screen. The cs052/053/054/055 sleep¿ complaint was unable to be adequately investigated. There were multiple cs 052 slave communication failure alarms observed. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.